Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the electrosurgical generator esg-400 encountered an e433 malfunction of the generator. The issue occurred during a removal of bladder tumors procedure. There were no reports of patient harm.